Event description:
The coil got stuck in the microcatheter and could not be pushed any more. The coil was not implanted. After the coil was removed from the body; the coil "was fallen down during checking." During product analysis it was determined that the coil had prematurely detached and stretched.

Manufacturer narrative:
The sl-10 microcatheter was not returned. The coil was returned loose, protected, and separated from the dpu. The proximal section of the coil has been stretched 26.0 cm. The coil's socket ring is intact. The proximal end of the coil has unraveled out of the soldered section. Located off the ball tip, the first secondary winding has bends. Between the proximal stretched section and the first secondary loop off the ball tip, the middle section of the coil is intact. The detachment fiber was mechanically severed. Note: the end user stated in the event description that the coil was damaged during post inspection of the coil. The coil was returned severely damaged and severed from the device positioning unit (dpu). Therefore, the root cause of the coil becoming stuck inside the microcatheter cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.